Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that a fluid leak was discovered during fill 1 of a pd treatment. In a follow up, the patient said there was an ¿air detected in cassette¿ warning. When patient proceeded to change the cassette to perform a reset-up, patient noticed fluid leaking and dripping down from the machine. After removing the cassette everything was wet, with most of the fluid leaking into the machine. The patient also observed some air bubbles in the patient line. The patient dried the cycler and started the next treatment, which was successfully completed. No patient adverse effects were experienced, and no medical intervention was required. The patient confirmed that the liberty cycler set used during the event (qsn ce00168812) is available to return to the manufacturer for physical evaluation. Patient is using same cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that a fluid leak was discovered during fill 1 of a pd treatment. In a follow up, the patient said there was an ¿air detected in cassette¿ warning. When patient proceeded to change the cassette to perform a reset-up, patiennt noticed fluid leaking and dripping down from the machine. After removing the cassette everything was wet, with most of the fluid leaking into the machine.the patient also observed some air bubbles in the patient line. The patient dried the cycler and started the next treatment, which was successfully completed. No patient adverse effects were experienced, and no medical intervention was required. The patient confirmed that the liberty cycler set used during the event (qsn ce00168812) is available to return to the manufacturer for physical evaluation. Patient is using same cycler.